Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) during the load process. During troubleshooting with tandem technical support, the customer could not verify when the cartridge alarm occurred or verify the alarm in the history. Customer's blood glucose level was not impacted. The customer was able to load a new cartridge successfully.